Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Also received with broken reservoir tube lip. No moisture damage found inside the pump noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.